Event description:
It was reported to philips that the live and reference screen could not be displayed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted. A philips field service engineer (fse) visited the customer and confirmed the reported problem. The fse solved the issue by reconnecting the signal cable. After this action, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.